Event description:
Doctor reported loss of integration. LOSS of integration after 10 years.

Manufacturer narrative:
N/A.

Event description:
DOCTOR REPORTED LOSS OF INTEGRATION. LOSS OF INTEGRATION AFTER 10 YEARS.

Manufacturer narrative:
N/A